Event description:
It was reported that the user¿s blood glucose rose to 411 mg/dl after dinner and the user, expressing dissatisfaction with the ilet pump, insisted on shutting the device off despite troubleshooting attempts; the user reported multiple earlier low readings the same day and had backup subcutaneous insulin pens available. Symptoms included hyperglycemia. Outcomes included user education on pump shutdown and advice to contact the healthcare provider to discuss ongoing pump therapy. Investigation included case triage and assignment, internal notification, and troubleshooting with education. Investigation of this case revealed no device malfunction confirmed at the time of the call, with cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.